Event description:
Philips received a complaint on a patient information center ix indicating that an incident at the customer data center caused a network throughout hospital to experience downtime. Customer stated after network was brought online the philips wmts network failed to return to operational status. The device was in use on a patient at time of event, there was no adverse event reported.

Manufacturer narrative:
A remote service engineer performed remote trouble shooting with the customer biomed. In order to resolve the issue biomed rebooted each access point controller(apc) within the wireless medical telemetry service (wmts) infrastructure. After apc reconnected, most of the wmts network returned to operational state. Onsite service was requested to confirm system was stable and operating as intended. Analysis was performed by onsite service personnel which included functional testing and verification of the connection to access points (ap) and network signal strength. The results of the analysis confirmed the network was down. Apc graphic user interface showed multiple aps as unregistered. Mx40s in the affected area failed to obtain internet protocol (ip) address and would not associate to a bed. It was discovered several access points (ap) remained in an unregistered state/offline, resulting in wireless devices in the affected area unable to connected to the wmts network and to picix. Based on the results of the analysis, it was determined that the product has malfunctioned and the most likely cause of the reported problem was a network outage beginning in the data center. The issue was resolved by rebooting the affected aps by disconnecting ethernet cable of aps in the network closet. After rebooting, the aps returned to the connected state and wireless devices immediately connected to the aps and to the picix. Based on the information available and results of additional analysis, no further action is necessary at this time. If additional information is received, the complaint file will be reopened for further investigation.